Manufacturer narrative:
Corrected field: h11. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center had no image. The issue was found during an inspection for use procedure. There were no reports of patient involvement - any error messages displayed or lettering? The only message displayed is "no signal" in the monitor screen. - asked alagie to confirm the sdi cabling: at first , he mentioned that the cable they were trying to use is connected to sdi 2 out on the back of the cv-190, going to 3g sdi in on the back of the stryker monitor. - -instructed to try switching the sdi cable to a different sdi port, such as sdi 1 out: at this point alagie confirmed that the switch to a different sdi cable connected directly to the sdi 1 out and monitor and they got a video signal. It was also confirmed that the other sdi cable is going through the a boom. After switching back and forth, alagie confirmed that the issue was caused by a defective sdi cable going through the stryker boom, as both the cv-190 and monitor worked fine using a different cable, confirmed by the switching sdi video cables using the same ports solved the issue. Advised to reach out to the manufacturer of the boom stryker for a quote to get the boom cable repaired or replaced. Provided case number.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone, reported that the cv-190 was not sending video to the stryker monitor, with the monitor displaying only ¿no signal.¿ after confirming the sdi cable routing from sdi 2 out on the cv-190 to the monitor, he was instructed to test a different port, and switching to sdi 1 out with a different sdi cable restored the video signal. Further testing by swapping cables confirmed that both the cv-190 and the monitor were functioning properly, and the failure consistently occurred only when using the sdi cable routed through the stryker boom, identifying that boom cable as defective. He was advised to contact stryker for repair or replacement of the boom-integrated sdi cable. The customer informed tac of the event. The device [will/will not] be returned to olympus for evaluation. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video system center did not send a video signal, due to a defective serial digital interface (sdi) cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.